Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called saying she noticed a scratch on her screen about two weeks ago. She is not sure how the damage happened. Customer's blood glucose is 72 mg/dl. Customer also mentioned some no delivery alarms during bolus. She said she was doing sports and the site came out. She put it back in. This may have been the cause of the no delivery alarm. Customer declined trouble shooting because she already changed her infusion set. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive "no delivery" alarm noted. The device had minor scratched lcd window.